Event description:
The customer reported the evis lucera elite colonovideoscope tested positive for an unexpected contamination. Excessive bacteria was cultured. The issue occurred when preparing the scope for use in a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the key top of switch #1 was damaged with leakage, the light guide lens was damaged, angulation was insufficient, the channel cleaning brush could not be inserted smoothly due to a dent on the instrument tube, the suction cylinder was discolored, the forceps channel port was deformed, and the air/water cylinder was discolored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the scope could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.